Event description:
Clinical trial. It was reported that 139 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a non-q wave myocardial infarction (mi). At the time of the index procedure, the patient presented with an evolving mi and one de novo, bifurcated, 99% stenosed target lesion in the proximal lad (left anterior descending) measured 3x22mm was identified. The lesion was direct stented using a taxus liberte 3.00x28mm stent at 16atm and post dilated with a quantum maverick 3.00x12mm balloon at 18atm. The procedure resulted in 0% residual stenosis and a timi flow of 3. The patient was discharged three days later on asa and plavix. The patient presented with acute chest pain while at rest and a non-q wave mi 139 days later that resulted in a reintervention at the om (obtuse marginal) and placement of another taxus liberte stent. The patient's chest pain is reported to be resolved and the patient is fine. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.